Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging an other (unusual issue) issue. It was reported that the pump gave a "fill cannula" alert. Troubleshooting went through the pump¿s prime history and it showed that indeed the patient needs to fill the cannula quite often. The pump is being replaced because of insistence from a healthcare provider. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2019 with the following findings: during investigation, there was no activity related to pi in the black box or pump histories. There were no defects found relating to the original complaint. Unable to verify or duplicate reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.